Manufacturer narrative:
To date, this lv lead remains actively implanted. No further information is expected.

Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged soon after implant. The physician stated that because of the patient's age, it would be better to leave things as they were since it would entail more surgery and that would not be good for the patient. The physician is monitoring the situtation.